Event description:
It was reported that during the day of the device activation, even with the audio processor fitted to the maximum, the pt's auditory perception was not improved. On (B) (6) 2008, an rtf was performed. The result was negative, no rtf could be recorded from the device, a scan was also performed, but no problem was seen in the location of the fmt. A revision surgery is planned for (B) (6) where the position of the fmt will be verified and secured.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.